Event description:
Information from ae regulatory system: on september 24, 2025, this product was required for drug injection during an ophthalmic surgery. When preparing for the injection, foreign matter was found in the needle. Considering the possibility that the foreign matter might enter the patient's body along with the drug, the product was replaced and the surgery continued without causing any adverse effects on the patient. Ae report no. (B)(4). Call center contacted customer to acquire the information: the customer is on vacation and do not acquire the information reported in the ae regulatory system. Material code found in the system is 328421. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.